Event description:
A consumer in the united states reported that the tubing of an opt970 optiflow + tracheostomy direct connection was detached from the tracheostomy connector during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard to support the weight of the circuit and prevent the tubing being dislodged from the patient's tracheostomy. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A consumer in the united states reported that the tubing of an opt970 optiflow + tracheostomy direct connection was detached from the tracheostomy connector during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard to support the weight of the circuit and prevent the tubing being dislodged from the patient's tracheostomy. Method: the complaint opt970 optiflow + tracheostomy direct connection interface was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer has stated that the tubing of the opt970 optiflow + tracheostomy direct connection had detached from the connector. Fisher and paykel healthcare has requested further information from the customer and the return of the device involved in the reported event. However, no further information or device was provided. Conclusion: our investigation was unable to determine the cause of the reported damage. Based on our knowledge of the product, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. Manufacturing controls include inspections during production for visual defects to the optiflow + tubing and the swivel, including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The optiflow + tubing is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. Any product that fails the visual inspection is disposed of. The subject opt970 optiflow + tracheostomy direct connection would have met the required specifications. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection show in pictorial format the correct placement and fitting of the connector, including ensuring the lanyard and the tubing clip are appropriately attached. The user instructions also warn: "the lanyard is designed to minimise loading and movement of the tracheostomy tube. Secure the lanyard properly to avoid accidental decannulation or airway damage." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety.